Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating. A field service engineer (fse) contacted customer and found someone had moved both the internet cable from the original slot in the communication sled and the wall to a different port, causing all drawers to fail and stop communicating. Customer put internet cable into correct spot, and the station was rebooted to resolve the issue. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. In addition, every drawer and the fridge were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.